Manufacturer narrative:
This is an initial report. A report will be submitted when the final evaluation has been completed.

Event description:
(B)(4). This spontaneous case, reported by a consumer who contacted the company to report an adverse event, concerned a (B)(6) female patient of unspecified origin. Medical history and concomitant medications were not reported. The patient received insulin lispro protamine suspension 50%/ insulin lispro 50% (rdna origin) injection (humalog mix50) via reusable pen (humapen ergo ii)18 units in the morning and 10 units in the evening. On an unspecified date, insulin lispro protamine suspension 50%/ insulin lispro 50% was not coming out from the humapen ergo ii due to which her sugar level got increased (values or units not reported) and she was hospitalized for three times, approximately since (B)(6) 2017. On (B)(6) 2017, was the last discharge from hospital. Corrective treatment was not reported. She recovered from the event. Insulin lispro protamine suspension 50%/ insulin lispro 50% treatment was continued. The operator of the humapen ergo ii and his/her training status was not provided. The humapen ergo ii duration was not provided. The reported humapen ergo ii duration of use was not reported. The action taken with the humapen ergo ii was not provided and its return was not expected. The reporting consumer did not provide an assessment of relatedness between the event and insulin lispro protamine suspension 50%/ insulin lispro 50% treatment. Edit 08aug2017. Case was opened to enter medwatch and to the european and canadian (EU/ca device fields for device reporting.

Manufacturer narrative:
New updated and corrected information is referenced within the update statements. Please refer to statement dated 29aug2017. No further follow up is planned. Evaluation summary: a consumer reported, on behalf of a female patient, the ergo ii device did not release the medication. The patient experienced increased blood glucose levels. The device was not returned to the manufacturer for investigation (batch number 1503d01, manufactured march 2015). Therefore, it could not be evaluated to confirm the complaint or presence of a malfunction. Malfunction unknown. A complaint history review of this batch did not identify any atypical findings with regard to device not working. All humapen ergo ii devices are assessed for injection screw travel at the end of the manufacturing process, thus ensuring device functionality and dose accuracy with high probability. There is no evidence of improper use or storage.

Event description:
Lilly case ID: (B)(4). This spontaneous case, reported by a consumer who contacted the company to report an adverse event, concerned a (B)(6) female patient of unspecified origin. Medical history and concomitant medications were not reported. The patient received insulin lispro protamine suspension 50%/ insulin lispro 50% (rdna origin) injection (humalog mix50) via reusable pen (humapen ergo ii)18 units in the morning and 10 units in the evening. On an unspecified date, insulin lispro protamine suspension 50%/ insulin lispro 50% was not coming out from the humapen ergo ii (product complaint (B)(4) / lot number 1503d01) due to which her sugar level got increased (values or units not reported) and she was hospitalized for three times, approximately since (B)(6) 2017. On (B)(6) 2017, was the last discharged from hospital. Corrective treatment was not reported. She recovered from the event. Insulin lispro protamine suspension 50%/ insulin lispro 50% treatment was continued. The operator of the humapen ergo ii and his/her training status was not provided. The humapen ergo ii duration was not provided. The reported humapen ergo ii duration of use was not reported. The humapen ergo ii was not returned to the manufacturer. The reporting consumer did not provide an assessment of relatedness between the event and insulin lispro protamine suspension 50%/ insulin lispro 50% treatment. Edit 08aug2017. Case was opened to enter medwatch and to the european and (B)(6) (EU/(B)(6) device fields for device reporting. Update 29aug2017: additional information received on 29aug2017 from the global product complaint database. Entered device specific safety summary (dsss). Updated the medwatch fields with device information, the european and (B)(6) (EU/(B)(6)) device information. Added date of manufacturer. Corresponding fields and narrative updated accordingly.